Event description:
It was reported the pt experienced ineffective stimulation. X-rays revealed lead migration. The pt may undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.